Event description:
Device 2 of 2: reference MFR. Report#:3006705815-2019-00231. It was reported the patient lost effective coverage on the right side. X-ray confirmed the right lead had migrated down to l2-3. Reprogramming did not resolve the issue. Patient underwent surgical intervention where the entire system was replaced with a new one restoring effective coverage.